Manufacturer narrative:
Subject: customer with quickvue otc did not read the user instructions, submerged their swab in reagent & inserted it in both nostrils--tss advised the customer to seek medical advice & call poison control. Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Investigation summary: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural error.

Event description:
Customer with quickvue otc did not read the user instructions, submerged their swab in reagent & inserted it in both nostrils--tss advised the customer to seek medical advice & call poison control.